Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 4 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported a significant case of peri-implantitis during the implant replacement surgery. The patient has since recovered.